Manufacturer narrative:
B5: the reporter indicated that a 13.2mm, vticm5_13.2, -2.0/2.0/86, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for shorter length lens due to excessive vault. This exchange resolved the problem. Cause of event was unknown. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: one similar complaint type event was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -2.0/2.0/86 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient right eye (od) on (B)(6) 2021. Excessive vault was observed, lens remains implanted. Cause of event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.